Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 30-jun-2023, noted a correction to the 3500a initial as in error omitted the physician information. Therefore, updated section e. Initial reporter.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. The pericardial effusion was discovered mid-procedure, using intracardiac echocardiography (ice). The pericardial effusion was confirmed via transesophageal echocardiogram (tee). The medical intervention provided to the patient was a pericardiocentesis, and about half a liter of fluid was removed. The patient is currently complaining of chest pain. They could not confirm if the patient was in stable condition at this time. The physician believes that it is possible that the pericardial effusion occurred while ablating in the right ventricular outflow tract (rvot). Additional information was received. Catheter lot number not available as packaging was thrown in the trash. The effusion was discovered mid-procedure. Physician¿s opinion on the cause of this adverse event was that, ¿afterwards, the physician shared that the patient was on methotrexate. Very thin tissue and friable with those drugs¿. Pericardiocentesis was done. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as patient was admitted. Other relevant history- history of pvc¿s. Transseptal puncture was performed. The event occurred during the ablation phase. Smarttouch sf catheter used with appropriate irrigation setting. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. All force visualization features were used. Visitag module was used, parameters for stability used were range: 3mm, time: 3 seconds, fot: 25%, tag size: 3mm. Tag index was used.